Event description:
It was reported that a ez45g was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the staples malformed. A new stapler was used to complete the case. There was no consequence to the pt.